Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that log files were sent in for analysis after the patient stated their ventricular assist device (vad) system controller failed and they tried unsuccessfully to switch to their backup system controller. Emergency medical services (ems) was able to get the backup system controller connected and running. The log files captured a number of intermittent weak connections between the batteries and clips which resulted in low power advisories and power cable disconnect events on (B)(6) 2021 between 22:48 and 22:51. It was noted that the patient appeared to be waiting too long to replace their battery power. This was followed by a driveline disconnect at 22:53:19 until the driveline was reconnected at 22:55:32. It was presumed that the driveline may have been disconnected in an attempt to troubleshoot the low power advisory and power cable disconnect events. The file appeared normal until (B)(6) 2021 when there was another pump off/driveline disconnect event at 01:42:32. There were no alarm flags or system controller faults prior to the pump off/driveline disconnect. The reason was unclear, but it appeared to be a true driveline disconnect event. It was recommend the patient review the education material on the system controller alarms and actions to take with the alarms. Related manufacturer's reference number: 2916596-2021-04735.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed that the driveline was disconnected at the time of the attempted controller exchange. The submitted controller event log file ((B)(4)) contained showed that the driveline was disconnected from 22:53:30 on (B)(6) 2021 resulting in a pump stop. An additional driveline disconnect was observed at 01:42:54 on (B)(6) 2021 resulting in a pump stop at the conclusion of the log file. The controller was shut down and reset at this time. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low flow, driveline disconnect, and lvad off alarms were active. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12sep2019. The heartmate 3 lvas IFU are currently available. The patient handbook advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section contains information regarding all system alarms and the recommended actions associated with them. Section of the IFU, "alarms and troubleshooting", and section of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information provided. The manufacturer is closing the file on this event.